Event description:
The customer reported that body fluid came out from the tip of the evis lucera ultrasound gastrovideoscope after the suction and air supply was checked. In addition, the air/water supply button was deteriorated. The event occurred during preparation for use and the same device was used to complete the operation. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to the service department for evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, a liquid that seems to have been inhaled in the previous procedure came out of the tip, though there was no particular abnormality in the device at this time. However, due to the deterioration of the air/water(aw) button, and the condition of dirt on the tip, it is likely that the liquid came from the air supply and water supply channel. We have not been able to confirm the condition of the aw button at this time, so we have not been able to identify the root cause. However, it is likely that the deterioration of the aw button may have caused a pressure difference between the body cavity and the outside air, which may have flowed into the air supply channel. In addition, although the device has been cleaned and used at the facility, we cannot deny the possibility that residues remain in the channels, so we will replace the relevant channels. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "instruction manual chapter 7 reprocessing, disinfection and sterilization procedure 7.3 bedside reprocessing instruction manual chapter 3 preparation and inspection 3.6 inspection of combination function with related equipment inspection of air supply function chapter 7 reprocessing, disinfection, and sterilization procedures of the instruction manual in case of severe soiling or if cleaning cannot be performed immediately after each procedure." Olympus will continue to monitor the field performance of this device.